Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was primary care physician (pcp), called with the patient to express dissatisfaction with the manufacturer representative (rep) because the patient hadn't heard back from the rep yet. The pt then went into describing a host of issues they have had with their spinal cord stimulation therapy. Patient said they were paralyzed for 3 days from the waist down and she was in pain, which caused her blood pressure to be at 201/121, and her heart beat was 105-120 bpm until the stimulation was turned off and it's been off for 2 months. Technical services (ts) told the pt that the increase in heart rate is generally not associated with scs therapy. Patient said initiall y, after implant she couldn't urinate for 2 weeks. Patient said stimulation is on the spine and her kidney, hcp wanted to do MRI but no one will do it. The hcp had contacted the manufacturer regarding MRI compatibility, but they hadn't received a response yet about the patient having an MRI. Patient then described a burning sensation at neurostimulator site, hcp had her on steroids for it. Ts reviewed possible reasons why patient would feel burning sensation at implant site, but stress that it's not from stimulation if therapy has been off. Patient then stated that their ins only stays charged for 1 day when she would told it would last a week. Ts told patient that battery depletion is based on usage. Patient then stated that the rep couldn't connect to the implant, and the other time that the rep could connect, the stimulation was too high. Ts told patient since ts was not there, it's hard to said why the rep couldn't connect to their implant unless the battery was depleted. Ts reviewed the role of the rep and the manufacturer multiple times, and redirected the patient back to their follow up physician to address their medical needs related to their scs therapy. Patient said their doctor will be removing the implant in (B)(6) 2022. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep was unaware of the following issues alleged: patient being paralyzed for three days from the waist down and in pain, increased blood pressure, increased heart rate, patient being unable to urinate for two weeks after implant, patient experiencing a burning sensation, patient's ins only staying charged for one day, rep being unable to connect with implant, and the supposed explant did not happen in (B)(6) 2022. Rep was only aware of when they were able to meet and connect with the patient's ins back in (B)(6) 2022. There was no evidence of overstimulation, the patient was reprogrammed and the parameters were changed in effort to cover the areas of pain.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead; product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead; product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.